Manufacturer narrative:
Details are listed in the attached article, titled ¿improvement of lv reverse remodeling using dynamic programming of fusion optimized atrioventricular intervals in cardiac resynchronization therapy. Front. Cardiovasc. Med. 8:700424. Doi: 10.3389/fcvm.2021.700424¿ further information was requested but not received.

Event description:
It was reported through a research article that either a quadra allure pacemaker (pm) pm3140 or pm3242 was possibly related to an infection observed one month after implantation. The pm was explanted and re-implanted on the opposite side of the chest. No information was given regarding the product, healthcare provider, and patient.